Event description:
The system 6 sagittal saw was sent for evaluation due to running on its own without user activation during a procedure. The procedure was completed with a readily available alternate device without any procedure delay. No adverse event was associated with the device.